Event description:
It was reported that the bd vacutainer® k3e 7.2mg plus blood collection tube was missing a stopper. There was no patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 samples and 2 photos for investigation. The samples and photos were reviewed and the indicated failure mode for the missing stopper was observed. Additionally, 100 retention samples from the bd inventory were evaluated by visual examination and the issue of missing stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode, missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10